Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log files. The system controller (B)(6) was not returned for analysis; however, log files were submitted and the data was reviewed. During a no external power event on 18oct2025, a transient backup batter fault alarm was captured. This alarm was associated with the backup battery in use fault being active without the bus voltage too low to charge the backup battery fault being active. Despite the backup battery fault alarm, the backup battery supported the system without interruption. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated that the system controller would not be returned for analysis. Additional provided information also stated that the controller was exchanged in association with damage to the modular cable and that no alarms were noted after the exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU (rev. D) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed a loss of external power event while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of the mpu suddenly losing power. The log also contained backup battery faults. The system controller was exchanged due to damage to the modular cable. No alarms noted after the exchange. The mpu was equipped with a v-lock connector on the ac power cord. Ac power cord accidently became unplugged from the wall. The mpu remained in use. The backup battery faults also fully resolved.